Manufacturer narrative:
The device was sent to us for technical inspection. We found the thread torn at approximately 4 cm distance from the cap. The microscopic examination showed additional thread damage in the area of the threading into the cap bore. Due to the present damage pattern, it is possible that either the thread was wrapped around the ftrd grasper during insertion into the working channel or that the ftrd clip was twisted during cap assembly onto the endoscope. If the clip is then moved forward, the thread can be damaged. As a consequence the thread can rupture when fully tensioned for clip release. The review of the related quality records of the manufacturing lot showed no abnormalities. In conclusion, the failure root cause is seen as a procedural complication due to non-deployment of the clip before snaring in the sense of a use-sequence error. The risk of causing a perforation is listed in the instructions for use. It is addressed in the user trainings, to verify successful clip application before resection of the target tissue. Note: this report is part of the subsequent notification, as communicated by ovesco on 24.10.2024 and refers to: follow up questions ftrd system perforation-clip detached failure_10-03-2024 annex 1.

Event description:
During an intervention in the ascending colon to remove a residual adenoma, the thread ruptured during clip application. It was assumed that the clip had been applied but correct clip application was not visually controlled. The target tissue was then resected. The resulting perforation necessitated laparoscopic suturing.